Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon replaced metal liner with poly liner and ts ceramic head due to elevated ion levels. Bilateral metal-on-metal hip patient was asymptomatic prior to falling and fracturing left hip in inter-trochanteric area. The surgeon had planned to place a cable around the inter-trochanteric region of the left femur but ultimately decided that it wasn't necessary. Implants remaining in patient: summit porous size 2 std. 50mm pinnacle sector cup. 35mm x 6.5mm acetabular screw. Doi: (B)(6) 2005. Dor: (B)(6) 2019. Left hip.